Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of "low"; specific value not provided. Cause of bg was unknown. Reportedly, the customer addressed their low bg, however details were not provided. Recommendation was made to consult with a healthcare provider regarding diabetes management. Additionally, it was reported that the pump time was incorrect, cause was unknown. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy.